Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, pre-map in the left atrium, treatment in the right pulmonary vein and post-map were completed. While performing sinus map after pulling the catheter back into the right atrium, a drop in blood pressure was noted and cardiac tamponade was identified. It was noted that it could not be determined that the cause was manipulation of the catheter, and that other possible causes included injury from the tip of another manufacturer's sheath or a septal cause when the transeptal puncture was redone. A sympathomimetic medication was administered and drainage was performed. The patient then stabilized and left the room. It was noted that transseptal puncture was repeated because the initial puncture site resulted in difficulty with the subsequent procedure. A third-party device was used for both the first and second transseptal punctures. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.